Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from multiple patient samples processed on a vitros eciq immunodiagnostic system. Sample 1 0.19 vs. <0.012 ng/ml; sample 2 0.11 vs. <0.012 ng/ml; sample 3 0.13 vs. 0.014 ng/ml; sample 4 0.070 vs. 0.016 ng/ml; sample 5 0.109 vs. 0.017 ng/ml; sample 6 0.062 vs. <0.012 ng/ml; sample 7 0.115 vs. <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from multiple patient samples while using the vitros eciq immunodiagnostic system. There was no indication that an instrument issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, a pre-analytical sample handling issue and a reagent issue cannot be ruled out as potential contributing factors.